Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard was already activated prior to use. The following information was provided by the initial reporter: it looked like it was already plunged out, clarifies it was already activated". Based on complaint description it was concluded that reported defect is related to pre-activation of passive safety device.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard was already activated prior to use. The following information was provided by the initial reporter: it looked like it was already plunged out, clarifies it was already activated". Based on complaint description it was concluded that reported defect is related to pre-activation of passive safety device.

Manufacturer narrative:
H.6. Investigation summary: unconfirmed: no sample/evidence provided.

Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted report 3009081593-2025-00025 was sent in error. Bd ultrasafe passive¿ is pre-activated prior to use is not considered to be a reportable malfunction for this device. MFR#: 3009081593-2025-00025 is void as a result.

Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard was already activated prior to use. The following information was provided by the initial reporter: it looked like it was already plunged out, clarifies it was already activated". Based on complaint description it was concluded that reported defect is related to pre-activation of passive safety device.